Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the reagent 1 (r1) and reagent 2 (r2) probes were loose and tightened them. The cse ran precision testing while the customer ran quality controls, both of which were acceptable. The cause of the discordant, falsely low creatnine_2 result on one patient sample was related to the loose r1 and r2 probes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine_2 (crea_2) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine_2 result.